Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/13/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the keypad was found to be intact; no damage was observed. The complaint that all keypad buttons were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found to the button contacts. No moisture was observed from the outside of the pump. A leak test was performed and no leaks were found. The pump case was removed and moisture was found on the printed circuit board as well as on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.